Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead dislodged several times. A stable location was able to be obtained, however, additional information received indicated that the lead dislodged again one day post implant. An invasive procedure was performed. The lead was explanted and a new ra lead was successfully placed. No additional adverse patient effects were reported. The lead was cut into pieces after explant and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.